Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). The physician first inflated an 8mm x 4.50mm nc quantum apex balloon catheter at 12 atmospheres; however, on the second inflation, the balloon ruptured at 16 atmospheres. The procedure was completed with a non-bsc device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).